Manufacturer narrative:
The power cord was reportedly discarded by the user facility. Therefore, a comprehensive evaluation of the device is not possible.

Event description:
It was reported that during a routine preventive maintenance inspection a plum a+ was found with a damaged power cord. The power cord was reported to have exposed wiring and was discarded by the user facility. There was no patient involvement. No additional information is available.